Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: 20g x 1" IV catheter is not safetying when pushing the button. "We have had several incidents over the last few weeks where the needle is not disengaging when we press the button on these catheters. This is a huge safety issue."

Manufacturer narrative:
H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3: the date received by manufacturer has been used for this field. E1: address information was not provided, therefore, xx was used as a place holder.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.